Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was feeling a shocking sensation. It was unknown when this started. The patient was directed to a health care provider (hcp). No further complications were reported.